Event description:
The pt underwent double valve replacement due to aortic incompetence with acute neisseria endocarditis and lesions of the fibrous area between the aortic and mitral valves with mitral valve vegetations in (B)(6) 2010. A 29 mm sjm regent valve (medwatch report #2648612-2013-00022) was implanted with the mitral annulus and this 25 mm sjm regent valve was implanted in the aortic annulus. In (B)(6) 2013, re-do double valve replacement and tricuspid valve annuloplasty were performed due to dehiscence of both prostheses, occurrence of an aneurysm of the supracoronary ascending aorta and tricuspid valve incompetence. During the explant procedure, pannus was observed on the mitral prosthesis, the mitral valve was replaced with a 29 mm sjm masters series valve, the aortic valve was replaced with a 25 mm sjm regent valve, a 28 mm hemashield graft replaced the supracoronary ascending aorta, and a 31 mm sjm tailor ring was implanted in the tricuspid annulus.